Manufacturer narrative:
The returned device analysis was unable to confirm the reported clip opening. A review of the lot history identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents. All available information was investigated, and a cause for the reported unintended movement (clip opening) cannot be determined in this incident. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional two mitraclip devices referenced are filed under a separate medwatch report number.

Event description:
This is being filed to report the clip opened while establishing final arm angle during the procedure. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 3-4. The first clip delivery system (cds) (cds0701-ntw, 00914u124) was advanced to the mitral valve and the clip was placed. After the clip was deployed, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). A cds (cds0701-nt, 00928u213) was advanced, but it was noticed that the clip was too small for the mitral valve and was removed. There was no malfunction noted with the cds. A cds (cds0701-xt, 00922u140) was advanced to the mitral valve and a good grasp was obtained. However, the clip opened when establishing final arm angle (efaa). Troubleshooting was performed but was unsuccessful. Therefore, the cds was removed. A new cds (cds0701-xt, 01103u140) was advanced, but one gripper did not come down. Troubleshooting was performed such as cycling the lock lever and re-closing the clip but was unsuccessful and the cds was removed. The last cds (cds0701-xtw, 01027u189) was advanced to the mitral valve and the clip was deployed successfully stabilizing the slda. Two clips implanted, reducing mr to 1.